Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin squirted out during the manual prime process and the insulin pump alarmed. The blood glucose reading was 99 mg/dl. The customer was concerned that the insulin pump was delivering too much insulin during his fixed prime. Troubleshooting was performed, and no damage to the drive support cap noted. The customer changed the reservoir and had the same results. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked display window and cracked battery tube threads.